Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd885301 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. On (B)(6) 2011 the patient was discharged and was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide further information.